Event description:
The pt's catheter broke during a chemotherapy infusion. The catheter was implanted and explanted at hosp, but the actual break occurred during an infusion at her physician's office.